Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user is testing with improper technique.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that feels well and requires no medical attention.verified the strips expire 9/23/2018. Customer confirms the strips have been properly stored and were first opened 2/16/2016. Customer performed a back to back blood test and obtained hi, not fasting. Reviewed meter memory: (B)(6). Customer just bought the meter and ran a test today and she got hi result. Customer just got diagnosed today and she does not have any idea what her normal range is.